Event description:
Pt reports curlin pump is making knocking noises. Pump had error code to check motor. No further info. Pump serial number: (B)(6). Unknown if patient has missed dose. Unknown if patient experience an adverse event as a result. Unknown if patient has defective product on hand. All known information is contained on this form. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by pt/caregiver.